Manufacturer narrative:
Update: b5 correction: d9, h3 h3 other text : device not returned.

Event description:
The user facility reported that the device overheated during a procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that the device overheated at the user facility. No information was available regarding patient involvement, adverse consequences, or medical intervention. A surgical delay was reported but the length of time was not reported at this time.